Event description:
The customer reported that the device was not sealing correctly. No bleeding. No pt injury. No additional details were made available from the site.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.